Event description:
It was reported that this inflatable penile prosthesis (ipp) was unable to pump because there was a fluid loss in the reservoir. The cause of the leak was not identified by the physician. A surgical procedure was performed in which the ipp was removed and replaced. No patient complications were reported.